Event description:
While advancing needle for IV start, IV needle came out /separated from safety device suddenly and forcefully without being pushed or manipulated. Nurse was able to retract needle before it stuck or harmed patient. Patient was still and did not move arm during IV start. Patient required a second IV stick to start IV.